Manufacturer narrative:
Based on the claim against the product by the customer noting maryland bipolar forceps (mbf) getting stuck on the tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was neither replicated nor confirmed. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. The complaint regarding mbf getting stuck on tissue was not confirmed by failure analysis.

Event description:
It was reported that the jaws of maryland bipolar forceps were not opening and getting stuck on the tissue. There was no reported injury.